Event description:
A reprocessed trocar used in laparoscopic surgery broke during a procedure. The md was doing a laparoscopic procedure and decided to convert to an open procedure. When the patient was opened, staff found a piece that had broken off of the trocar.======================health professional's impression======================the potential harm was for a retained foreign body.======================manufacturer response for trocar - reprocessed by ascent, versaport plus bladeless trocar 12mm======================they have asked that we return the device.